Event description:
Device 1 of 2: reference MFR report number: 1627487-2018-13534. It was reported that the patient's leads migrated. The patient underwent surgical intervention wherein the leads were explanted and replaced. Therapy restored post-operatively.